Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the isi core and power tray assembly. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report a non-recoverable fault 86. Hard power cycling the whole system did not work. Surgeon stated they had to remove one of the instruments, which was holding tissue, using irk with no patient injury. Tse guided to hard power cycle vision side cart (vsc) with no improvement. The procedure was converted to laparoscopic with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The isi core was installed and tested into a golden pca system where the component functioned as expected. System started up failed with error on ipd, side b 12v was out of range 2813 (2828 to 3456). Aba testing with power tray text fixture, programing, and system started up without any error. Ran 50x power cycles with this part, all passed. The isi core remained on the test system for hours, in normal operation, it perform without any error. As a result of these findings, failure analysis was able to conclude that the power tray was found to be the root cause of the reported failure.